Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and confirmed issue. Manufacturing representative reinstalled software 4.2.1 software and windows 10 software as per asm. System functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6), product ID: bi71000907r, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the in the middle of the case, the system will not shoot. No additional information provided at time of call. Medtronic navigation was aborted. It occurred intra operatively and there was an hour or longer delay to the case. No reported impact to the patient.